Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio2: 4.5, 3.1; lab: 10.4. Time elapsed between testing of the inratio results and the lab results could not be identified, although repeat inratio results were performed within five minutes of each other. Patient was hospitalized for two days relating to inr result, although details regarding the time of the hospitalization or the circumstances were unclear.

Manufacturer narrative:
Investigation pending.